Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer device "keypad recall." There was no patient involvement.

Event description:
It was reported by the customer device "keypad recall." There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted: device was received for pcu keypad recall. The front case assembly was replaced. Pm was performed and all tests passed. Based on the findings, service determined that the probable cause of the reported issue was due to manufacturing issue of the keypad. A review of the device history record showed the device had a manufacture date of 02/aug/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer device "keypad recall." There was no patient involvement.